Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx-cg, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
Home health aide states "end-user was stuck on ramp. Caused feet to get scraped up. Product code showed control inhibited. Called tech support and they suggested she use the manual release also requested she contact a dealer or service center. Aide called 911 for assistance due to inability to lift or push end user. Fire department was able to assist in moving chair back into home. Csr returned call to end user to get specifics of model and/or serial number but she was unable to provide either." Minor injury alleged.